Manufacturer narrative:
Eval statement: the microscopic investigation showed that a fatigue fracture led to the failure of the rotation axis. We assume that the loosening of the locking ring was the cause of the fatigue fracture.

Event description:
Country of complaint: (B)(6). Unk date - pt received knee-tep. On (B)(6) 2009- knee-tep removed due to infection. -cement spacer inserted and infection treated. On (B)(6) 2010- 1st revision with enduro. On (B)(6) 2011 - pt taken into hosp with acute instability of right knee. On (B)(6) 2012 - removal of enduro (1) - the tibia and femur components are luxated. The rotation axis was broken under the locking ring. The femur component was completely loose and could be removed using two fingers. The whole surface was covered in fibrous tissue. -second revision with enduro. Op-report states that the pt had hyperextended with 1st revision enduro.